Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that the issue with host-pc did not startup. Upon further investigation, fse determined that there was a problem with the hdd startup due to a problem with the main pc. The fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10/10 system did not start. This occurred prior to an examination. No harm has been reported. Upon evaluation, it was determined that there was a problem with the hdd startup due to a problem with the main pc. The pc was replaced, and the system was returned back to functionality. Philips has started an investigation of the complaint.